Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and systemic lupus erythematosus ('lupus') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced anxiety ("anxiety") and panic attack ("panic attacks"). In 2014, the patient experienced migraine ("migraine"), mood swings ("mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight loss"). In 2016, the patient experienced fatigue ("fatigue") and bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain") and arthralgia ("joint pain"), 4 years 9 months after insertion of essure. On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced the second episode of vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, the last episode of vaginal discharge, fatigue, nausea, weight decreased, psychological trauma, amnesia, mood swings, vaginal haemorrhage, bacterial vulvovaginitis, anxiety, panic attack, systemic lupus erythematosus, dyspareunia, uterine leiomyoma and arthralgia outcome was unknown and the migraine, dysmenorrhoea, back pain and abdominal pain had resolved. The reporter considered abdominal pain, amnesia, anxiety, arthralgia, back pain, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, mood swings, nausea, panic attack, psychological trauma, systemic lupus erythematosus, uterine leiomyoma, vaginal haemorrhage, weight decreased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: she had received treatment for following events"menorrhagia (heavy menstrual bleeding), psych injury". Current weight : 176 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: new events : "memory loss, mood swings, abnormal bleeding (vaginal), bacterial vaginitis, anxiety, panic attacks, lupus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fibroids, back pain, vaginal discharge, abdominal pain, joint pain" added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and systemic lupus erythematosus ('lupus') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included adenomyosis. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced anxiety ("anxiety") and panic attack ("panic attacks"). In 2014, the patient experienced migraine ("migraine"), mood swings ("mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight loss"). In 2016, the patient experienced fatigue ("fatigue") and bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain") and arthralgia ("joint pain"), 4 years 9 months after insertion of essure. On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced the second episode of vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury") and amnesia ("memory loss"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the heavy menstrual bleeding, the last episode of vaginal discharge, fatigue, nausea, weight decreased, psychological trauma, amnesia, mood swings, vaginal haemorrhage, bacterial vulvovaginitis, anxiety, panic attack, systemic lupus erythematosus, dyspareunia, uterine leiomyoma and arthralgia outcome was unknown and the migraine, dysmenorrhoea, back pain and abdominal pain had resolved. The reporter considered abdominal pain, amnesia, anxiety, arthralgia, back pain, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, mood swings, nausea, panic attack, psychological trauma, systemic lupus erythematosus, uterine leiomyoma, vaginal haemorrhage, weight decreased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: she had received treatment for following events"menorrhagia (heavy menstrual bleeding), psych injury". Current weight : 176 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-apr-2021: reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and systemic lupus erythematosus ('lupus') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included adenomyosis. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced anxiety ("anxiety") and panic attack ("panic attacks"). In 2014, the patient experienced migraine ("migraine"), mood swings ("mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight loss"). In 2016, the patient experienced fatigue ("fatigue") and bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain") and arthralgia ("joint pain"), 4 years 9 months after insertion of essure. On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced the second episode of vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury") and amnesia ("memory loss"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the heavy menstrual bleeding, the last episode of vaginal discharge, fatigue, nausea, weight decreased, psychological trauma, amnesia, mood swings, vaginal haemorrhage, bacterial vulvovaginitis, anxiety, panic attack, systemic lupus erythematosus, dyspareunia, uterine leiomyoma and arthralgia outcome was unknown and the migraine, dysmenorrhoea, back pain and abdominal pain had resolved. The reporter considered abdominal pain, amnesia, anxiety, arthralgia, back pain, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, mood swings, nausea, panic attack, psychological trauma, systemic lupus erythematosus, uterine leiomyoma, vaginal haemorrhage, weight decreased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: she had received treatment for following events "menorrhagia (heavy menstrual bleeding), psych injury". Current weight : 176 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea") and psychological trauma ("psych injury") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal discharge, fatigue, migraine, nausea, weight decreased and psychological trauma outcome was unknown. The reporter considered fatigue, menorrhagia, migraine, nausea, psychological trauma, vaginal discharge and weight decreased to be related to essure. The reporter commented: she had received treatment for following events"menorrhagia (heavy menstrual bleeding), psych injury". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event ¿menorrhagia (heavy menstrual bleeding, psych injury, vaginal discharge, fatigue, migraine, nausea, weight loss and she did not undergo an essure confirmation test¿. Reporter¿s information, demographics, essure indication (amended) and essure insertion (updated)/removal date were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.